Manufacturer narrative:
Follow-up #1: date of submission 10-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2019 with the following findings: during investigation, there were reboots observed in black box download. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 5:35pm on 4/9/19. 1) reboot. The battery compartment cracked alongside of pump; and there was no damage to battery cap. The battery cap attached securely to pump. There was no power issues occurred during testing. Pump passed delivery accuracy test and found to be delivering within specifications. The battery cap contact height found within specifications. There was no evidence of moisture in battery compartment. The pump leaked at battery compartment. Pump opened; no damage found to power circuit. No evidence of moisture damage found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 550 mg/dl, with large ketones, tachycardia, polydipsia, and extreme drowsiness, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the battery compartment had moisture in it, the battery compartment was cracked, the battery cap yellow o-ring was visible, and there was intermittent power to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.